Event description:
The physician wanted to turn the device off for a scheduled procedure. In the process of turning shocking therapies off and on for a scheduled procedure, it was noted that the patient's medtronic protecta xt crt-d defaulted the wavelet monitor to "on." This patient only had their device tachy therapies turned off and back on for a procedure using cautery. The device changed settings unexpectedly during the process. The device is still implanted. No harm came to patient.